Event description:
Based on information reported to davol by the pt: (B)(6) 2006 - the pt underwent ventral hernia repair with composix kugel mesh. After surgery, the pt presented to surgeon with complaints of pain. In the surgeon's office, the surgeon removed a suture from underneath the skin which left a hole and a small lump. The pt reported the hole became infected and drained which provided her with relief of pain. Since the time of mesh implant, the pt has intermittent abdominal pain and cramping.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the alleged event. We have contacted the initial rptr to request additional info. This MDR includes all pt, event and device info davol has received to date. The mesh remains implanted, therefore no evaluation of the device could be performed. Additionally, no specific product problem been reported and no medical records have been provided. While there is no indication that the mesh was the source of the pt's reported infection, the product's IFU states: "if an infection developes, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Without additional info, no conclusion can be drawn.